Event description:
It was reported that the patient reported to the emergency room due to hearing the alarm for the lead integrity alert. An impedance change on the right ventricular (rv) lead was noted. The lead was programmed off until it could be extracted and replaced. Also noted, the atrial lead was damaged during the extraction of the rv lead. The atrial lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was melted. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. (B)(4) the full lead was returned, analyzed, and the outer insulation was melted. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.